Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 133 mg/dl and her sensor glucose was 100 mg/dl. Differences were not within an acceptable range. Customer was advised to speak with her health care professional about the site location. Customer was high all day yesterday. Customer was sitting in the car and attributed it to stress. Customer stated that the sensor glucose was off by 50 points. Customer was pulling out her infusion set because her corrections were not working right yesterday. Customer took a shot for her high blood glucose. Customer received a weak signal and declined troubleshooting because she knew that the pump was too far from her sensor. Customer was not sure if it was due to sitting around. Customer also had a lost sensor alert.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.